Event description:
It was reported the patient (B)(6) fully charged her ipg. However, the device did not indicate a charge and the patient's programmer reflected a battery low flag. It was also reported the patient was able to turn the stimulation on, however she could not feel the stimulation. Additional external devices were tried, which did not resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient resumed therapy and the issue has been resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the report from the field was not confirmed. The ipg communicated with lab utilities, was able to be fully charged and passed all functional testing. The ipg exhibited normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.